Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle cannula broke off. The following information was provided by the initial reporter: consumer reported when he removed pen needle after his injection, the patient end of the pen needle stayed stuck in his stomach. Stated, he used tweezers to remove the needle.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle cannula broke off. The following information was provided by the initial reporter: consumer reported when he removed pen needle after his injection, the patient end of the pen needle stayed stuck in his stomach. Stated, he used tweezers to remove the needle.